Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect on the right side with shocking and jolting. Impedance measurements were > 4000 ohms on all of the bipolar pairs except 6-7 which was 453 ohms; and > 4000 ohms on all of the unipolar pairs. Additional info has been requested; a follow-up will be sent when additional info is received.